Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited a failure to capture. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.